Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Further information was requested but unable to obtain. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not like tonic stimulation and quit charging the ipg a few years ago. As such, the ipg became inoperable and did not communicate with external devices. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.